Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative reported that they had received a lack of training with their activator, there was motion of the device in the pocket and they experienced uncomfortable stimulation. It was noted that the patient was not completely satisfied with the system. There were no further complications reported and/or anticipated.